Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, after the device was implanted and lead integrity alert turned on and rebooted, the wireless telemetry would not function. This was attempted 3 times. A new device was used. No patient complications were reported as a result of this event.